Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.

Manufacturer narrative:
Follow-up # 1 date of submission 06/01/2011. Device evaluation: the pump has been returned and evaluated by product analysis on 05/05/2011 with the following findings: the pump was returned to animas for evaluation. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Event description:
The reporter reported the insulin pump lost time and reset the date/time with a battery replacement. There was no adverse event associated with this issue.